Event description:
Reportedly, the instrument fired but the instrument's jaws would not release from the tissue and had to be cut off from the tissue to complete the case. Procedure: unk. Pt status: no pt injury reported.